Event description:
It was reported that the lid was missing from the sharps coll 1qt red. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that there was no lid in the package."

Manufacturer narrative:
H.6. Investigation: no samples or pictures were received. The DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process because there is not enough information like a picture from original packaging to perform an exhaustive investigation. However, there are many variables that could generate this failure mode due to incorrect handling or partial sell¿s performed by distributor, therefore, additional information from packaging is needed in order to rule out that this issue was generated by distributor, repacking process or manufacturing process. Potential root causes include: 1. Non-controlled method (re-packaging) to ship partial boxes to end user. 2. Product damaged during the shipment, storage or distribution. Also, as part of the investigation a review of customer complaint records was performed according with the cc¿s records, one additional complaint was received through the last twelve months for the same part number and issue.

Manufacturer narrative:
OEM manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the lid was missing from the sharps coll 1qt red. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that there was no lid in the package."